Event description:
It was reported the patient was unable to adjust stimulation. For the past 4 weeks, the patient's programmer indicated the ins was empty and would not turn the device on/off. The patient's recharger indicated the ins was full but would not allow the patient to recharge or turn the stimulation on/off. It was also reported the patient had a fall down the stairs about 3 weeks ago. The patient reported had difficulty with the device prior to the fall. The patient was planning on being seen for troubleshooting. Additional information has been requested.

Manufacturer narrative:
(B) (4).